Event description:
It was reported that decreased sensing thresholds were observed two days post-op. Lead was repositioned, and sensing parameters were in-range.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.